Manufacturer narrative:
Follow-up #1: date of submission 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: the battery compartment was found to be cracked. The returned battery cap was able to attach to the pump and maintain an electrical connection. The pump powered on to a blank display screen. An internal component on the printed circuit board was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.